Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1, date: (B)(6) 2010, inratio: 0.9, lab: 1.4. Pt 2, date: (B)(6) 2010, inratio: 5.3, lab: 3.6.

Manufacturer narrative:
Investigation pending.